Event description:
It was reported that the locator fractured and the implant had to be removed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D1: brand name unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided. H4: device manufacturer date unknown / not provided.

Manufacturer narrative:
As part of each product experience investigation, zest performs an analysis to determine the root-cause of the reported problem. Depending upon the information provided, a true root-cause may or may not be determined. In these cases, the most-likely cause of the reported issue would be determined. Other known issues that are inherent to the business operations, typically ones that are related to shipping, handling, customer service, or other, are internally tracked and continually trended for unusual increases. As a result of the above investigation, zest has concluded the following as the root-cause or most likely root-cause of the reported product experience condition: root-cause or most likely root-cause cannot be determined based upon the information provided. The reported product experience condition cannot be verified no manufacturing event was confirmed, event is tracked and trended with no further actions taken at this time. The product was not returned within 60 days of the initiation date. Therefore, no physical evaluation was performed, or final hazard determined. As required by current procedures, this complaint will be closed.

Event description:
No further event information available at the time of this report.